Event description:
Physician was attempting to deliver an endeavor resolute drug-eluting stent (2.75mm x 14mm) to a lesion. Device was prepped before use. It is reported that the physician struggled to advance the device through an already implanted stent. When the device was removed, the stent was noted to be damaged. No clinical sequelae were reported. Evaluation summary: the distal tip was flared indicating that it may have been stubbed during advancement. The 1st two proximal segments and the 1st distal segment were intact. The remaining segments were stretched, overlapping and deformed. The 1st distal segment was positioned over the distal inner shaft marker due to stretching of the mid segments. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
Results: stent deformation, deformation caused by presence of a previously deployed stent in the vessel, deformation problem. Conclusions: deformation caused by presence of a previously deployed stent in the vessel, stent deformation. (B)(4).